Event description:
Livanova deutschland received a report of a defective electrical remote-controlled (erc) tubing clamp, showing a communication error on the associate s5 hlm pump. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.- a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: through follow-up communications, it was learned that the livanova field service engineer was dispatched on-site and confirmed that the erc was irreversibly compromised. As repair was not possible, the device was scrapped. A device service history review identified no other previous similar incidents occurred since unit installation in 2014. Based on the investigation findings, it is reasonable to assume that the most likely root cause of the reported event is an electrical failure of the unit due to wearing over time. The wearing of electro-mechanical device can be originated by the specific use conditions at customer¿s site and may have contributed to the event; however, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market